Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred between 5-6pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿185mg/dl¿ with the subject meter. The patient manages their diabetes with an unknown type/dosage of insulin (no adjustments) and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that 4-5 hours later, they developed the symptoms of ¿sweaty and shaky.¿ in response to these symptoms the patient self-treated by consuming more food and/or drink. No blood glucose readings were obtained on any other device at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.